Manufacturer narrative:
E1: patient city: (B)(6). Patient country: denmark. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026 due to which the patient faced hyperglycemia event. The patient got hospitalized due to hyperglycemia event. The blood glucose level was 28 mmol/l and the patient was treated with correction insulin drop. The duration of hospitalization was for less than 24 hours. Patient experienced the symptoms of feeling sick and unwell at the time of the event. The patient was tested positive for ketones and the value was 2 mmol/l. No further information available.